Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was intermittent therapy. Specifically, whenever the patient touched the implantable neurostimulator (ins), there was a loss of stim and when he touched the ins again, the simulation would be felt. It was noted that there were no trauma or falls related to the issue and the patient did not experience any symptoms when the stim was off. This issue was discovered during the week prior to the report when they were reprogrammed from hd to ld; they were not getting hd relief. On 2017-feb-24, the rep reported that the patient was receiving great relief with ld. A battery revision was scheduled for (B)(6) 2017 to ensure that the leads screened were tightly in the pocket. There is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.